Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to pocket erosion.

Event description:
Per the clinic, a skin flap breakdown and a fistula had developed at the implant site, exposing the receiver/stimulator. A revision surgery, (date not reported) was unsuccessful at alleviating the problem. The device was explanted on (B) (6) 2010. Reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B)(4).